Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife did not return at the first firing though the device could be fired properly. The manual override lever was used to release the device since the knife reverse switch did not function. The staples were formed as intended. The cartridge was gst60d. Another device (pcee60a) was used to complete the case. There were no adverse consequences to the patient.